Manufacturer narrative:
(B)(4). Additional information obtained: operative and pathology report received and attached.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. D4 batch # unk. B3: only event year known: 2019. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a 17 yo male patient with history of severe morbid obesity (bmi 44.6) who underwent laparoscopic sleeve gastrectomy. Operative note states surgeon used an ¿ees echelon 60mm green load stapler¿ and also utilized ¿blue loads of the 60mm laparoscopic stapler¿ to form a narrow gastric sleeve. Hemostasis was confirmed, and no torsion was observed. No difficulties noted with stapler use. Postoperatively, the patient developed tachycardia and fever, and an upper gi revealed a large gastric leak, a focal ileus. As a result, the patient underwent a diagnostic laparoscopy on pod #1, during which the region of the proximal staple line appeared very friable, and a large sanguinopurulent fluid was encountered towards the spleen. The surgeon placed two french blake drains, one along the gastric staple line and one near the spleen. 2 weeks later, patient underwent an upper gi endoscopy, which showed a gastric fistula near the proximal edge of the staple line that necessitated placement of an esophageal stent across the leak site and a wound vac. The stent was removed two months post op and the wound vac was removed one week later.